Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alert. Customer's blood glucose level was unknown. Customer stated they changed battery and failed battery alert occurred. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated insulin pump alarmed again. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.